Manufacturer narrative:
Catheter: model: 8709 serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6). (B)(4).

Event description:
Patient had increased pain in back and legs. It was indicated that there was inability to aspirate fluid. The catheter was replaced on (B)(6) 2012 and disposed of according to biohazard instructions. Drug delivered via the device was morphine.

Event description:
Additional information: it was later reported the event was 'occlusion of fracture.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the device event was a catheter occlusion.